Event description:
Additional information received reported the patient found out they had a heart blockage. They mentioned that in (B)(6) 2014, they found out they had a heart blockage and had the manufacturer¿s stent. The patient was on plavix and was a vet. The patient wanted to reach the healthcare provider (hcp). The patient could not get through hadn¿t was hoping the hcp ¿because they were a pain block¿; they were hoping the hcp could give them a pain blocker.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that right after the stimulator was implanted that patient had three blocked arteries in his heart and almost had a heart attack. It came on all of a sudden; they went up with a catheter and put a stent in the week of (B)(6), and now he had to take plavix of a year. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.